Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The device had minor scratched display window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. It was stated the buttons on the insulin pump were not pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).